Manufacturer narrative:
This report is submitted on july 09, 2022.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. This report is submitted on august 19, 2022.